Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the helix of the attempted pacing lead was very slow to extend and retract and could never be fully retracted. The lead was not attempted and a different lead was implanted. No patient complications have been reported as a result of this event.